Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening additional observations: ¿ crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left rupture. The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Additional observations: ¿ black particles were observed on the shell and gel. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. The device has been explanted.